Event description:
Hcp reported three incidents of blood leaks with the psn 210 dialyzer. Incidents occurred approx. 1 hour into treatment. Blood leaks were noted by the fresenius 2008h hemodialysis machine's blood leak alarm and confirmed with positive hemastix. For each incident, blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss of 250 cc to 300 cc. Treatments were resumed with a new dialyzer of an alternate lot and completed without incident. No pt injury or medical intervention was reported per hcp .